Event description:
It was reported that a patient¿s implant stopped working. The device first started not working in (B)(6) 2008, approximately six months after device placement. The patient experienced symptoms of urinary retention and recurrent urinary tract infections. Troubleshooting included analyzing programs and reprogramming the device away from the leads with the bad impedances. The patient had continued retention with no resolution. It was cause of the device not working was unknown. When asked if she knew why the implant stopped working, the patient stated that her bladder muscle was gone and she had a neurogenic bladder. The implantable neurostimulator (ins) was explanted but the lead was left in. See MFR. Report #3004209178-2014-10292 for information regarding the patient's subsequent device.

Manufacturer narrative:
Concomitant products: product ID: 3889-33, lot# v016980, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).